Event description:
Pt was diagnosed as having multiple myeloma. Port was originally inserted on 10/21/94 for administration of chemotherapy. Routine follow-up chest x-ray revealed fractured catheter. Pt was booked electively for removal. Removed without incident.